Event description:
The pt's mother reported that she obtained an out of range normal control solution result with strip, lot 16102b. Her daughter is a 4 yr old, insulin dependent diabetic. On 8/28/96, the pt's mother obtained a normal control solution result of 186 mg/dl versus a normal control solution range of 115-173 mg/dl. The contact could not perform a normal control solution test with the co rep because she was at work and did not have her daughter's test strips and meter available. The desiccant is in the bottles. The pt's meter was set to the correct code.